Event description:
The customer reported that the air and water flow from the subject device was not smooth. The issue was observed during reprocessing of the subject device after a procedure. There was no patient or user harm reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, foreign material was observed clogging the air/water channel. This report is being submitted for the malfunction found by service during the device evaluation [foreign material].

Manufacturer narrative:
During inspection and testing, service was able to remove the foreign material from the air/water channel; however, service was not able to identify the foreign material. In addition, service found the boot protector was damaged. The light guide lens and objective lens were damaged. Switch button #1 was worn, and the switch box was dirty. The channel port and suction port were worn. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer¿s investigation, if reprocessing is performed properly in accordance with the device's instructions, it is possible to remove foreign matter from the air/water channel; therefore, it is possible the user's reprocessing was inappropriate. However, a definitive root cause could not be determined. The device's instructions for use (IFU) provides the following that may help to reduce or prevent the occurrence of the reported issue: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities". "If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope". "Caution: to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use". "Cleaning the external surface: immerse the endoscope in the detergent solution. With the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned". "Flushing detergent solution into the air/water channel". "Removing detergent solution from all channels". "Presoak for excessive bleeding and/or delayed reprocessing after each procedure". "Caution: follow the steps below only in case of excessive bleeding and/or delayed reprocessing; unnecessary immersions should be avoided. Consecutive reprocessing sessions using extended immersion may damage the endoscope". Olympus will continue to monitor field performance for this device.